Event description:
Boston scientific received information that this right ventricular (rv) lead shock impedance was 39 ohms during implant a week ago and are not greater than 125 ohms. Boston scientific technical services (ts) was contacted and discussed that a tug test and troubleshooting be performed. After additional troubleshooting steps were completed, the sales representative reported that the other vectors and rv coil to can impedances were 70 ohms. Ts discussed that these findings correlate with a setscrew issue on the proximal coil. The local sales representative was going to reprogram and try the defibrillation threshold (dft) test again. No adverse patient effects reported.

Manufacturer narrative:
At this time the device and lead remain in service. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Approximately six years later ths lead was explanted and returned for analysis following a patient death due to natural causes. Three lead segments were returned, severed approximately 3 to 4.2 centimeters (cm) from the terminal pin. Setscrew marks were noted on all terminal ends in the correct locations. Electrically, the lead segments were confirmed to be continuous. Laboratory testing was unable to reproduce the reported clinical observations.